Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional component potentially involved in the event includes: common device name: dbs lead, model: 6173, UDI: (B)(4), serial: (B)(6), batch: 8844019.

Event description:
It was reported that the patient was having difficulty speaking after the dbs system was implanted. The patient underwent a rehabilitation program following hospitalization to address the issue. Investigation was unable to determine which of the leads attributed to the event.